Event description:
The customer reported a leak from the baths of the coulter act diff 2 analyzer. The customer indicated that less than 3 ml of fluid leaked but was contained within the analyzer. The customer noted that the vacuum isolator chamber (vic) was not draining and the instrument recovered a vacuum error and white blood cell (wbc) aperture alerts. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. Beckman coulter field service engineer (fse) replaced the wbc aperture bath and electrode to resolve the wbc bath leak, vic drain issue and vacuum errors. The fse also replaced the main board to resolve the wbc aperture alert issue and the wbc calibration factor was adjusted after latex calibration was completed. The repairs were verified per established procedures and results met published specifications.

Manufacturer narrative:
Results: white blood cell aperture bath, main board, and wbc calibration factor. (B)(4).